Event description:
After med device bipolar - lot # 60816008 edi: (B)(4) - zimmer versys 12/14 taper 28mm dia +0 mm neck length has been implanted in my hip replacement, I have faced severely pain and suffering and emotionally I have been hurt. Recently, I have been examined by surgeon, dr (B)(6) and I am currently treated and evaluated by physical therapist. The following treatment is the first eval chart note that has been reported to my doctor: "due to significant: impaired strength, limited range of motion, incoordination, abnormal muscle tone, impaired joint mobility/alignment. Muscle length/strength imbalance, impaired function due to pain, impaired endurance, impaired balance. Impaired functional mobility." Diagnosis or reason for use: hip replacement. Femoral head was broken. Fall and slip.